Event description:
The customer reported to olympus the evis exera iii colonovideoscope suction channel was clogged by a clip. The reported issue was found during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the tube cleaning brush could not be inserted due to clogging of the channel tube. Additionally, it was observed that foreign material fluid was exiting from the channel at the distal end. Due to this clog, the suction function did not work as well. These findings were due to insufficient cleaning or due to mishandling overtime. Upon further inspection, it was observed that the flexibility adjustment function did not work due to wear of the flexibility adjustment ring. It was also observed that the control unit and plastic distal end cover had a crack. It was observed that the suction, air, and water cylinder had discoloration. Lastly, it was also observed that the connection between the bending section and the passive bending section was not secure due to deformation of the bending tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: h6, h10. Corrected: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the channel tube could not be identified and the root cause of the issue could not definitively be determined, however, it is possible that the issue was the result of device reprocessing not conducted properly due to the clogging. The event may be detected/prevented by following the instructions for use sections below: ¿4.2 insertion: air/water feeding and suction: suction¿ ¿reprocessing manual: 1.4 precautions¿. Olympus will continue to monitor field performance for this device.